Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer is reporting error code 570.6200 on their 8300 error code log (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: after performing preventative maintenance on the 8300, the customer was not able to reproduce the error code. Recommended customer inspect the logic board for any fluid ingress. If non is noted, recommended running one more pm, and then putting the unit back on the floor. If error code persists, issue is most likely the logic board. If so, recommended sending in for repair. Customer will move forward with my recommendations. Ended call. Ref: (B)(4).